Event description:
On (B)(6) 2015, the reporter contacted animas alleging a hospitalization for a blood glucose of 33 mmol/l with shortness of breath, frequent urination, increased thirst, and large ketones. The patient was reportedly treated with insulin via the pump, site change, and antibiotics for an infection in the patient¿s toe. The event was reviewed with the reporter and found that the pump basal rate history and total daily dose correctly reflected the programmed rates, the bolus amounts reflected as programmed and were included correctly in the total daily dose. The pump successfully delivered an air bolus of one unit and it recorded appropriately in the pump¿s bolus history and total daily dose. The pump bolus history showed that the patient had only bolused approximately one time per day and no boluses appeared between (B)(6) 2015 through admission on (B)(6) 2014. Troubleshooting of the boluses also found that the patient may have been incorrectly performing manual calculations for bolus doses. Further review of the pump history showed that the site was being changed approximately every 6-7 days and the priming amounts did not appear to be adequate. This report is made based on the allegation that the patient was hospitalized related for hyperglycemia associated with use error of the pump system.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: there was no pump data available from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. Manual calculations were performed for an ezbg and an ezcarb boluses and the pump was found to be calculating the boluses correctly. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.